Event description:
Baxter australia reports a transfer set with a hole in the tubing which resulted in a leak. The hole was located beneath the white roller clamp mechanism. No pt injury or medical intervention reported.